Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and reservoir tube window, and a cracked case at the reservoir tube window corner.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 71 mg/dl. Customer was wearing the device in the middle of her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.